Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/01/2019.

Event description:
It was reported that the ventilator had an error code of high oxygen supply pressure message. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshot with technical support. The biomed believes it may have been a problem with the oxygen reserve tank regulator. The customer ran the unit for 4 hours on wall oxygen with no problems. The customer stated that the reported issue was not duplicated and the ventilator was returned to use.